Manufacturer narrative:
Updated fields: b4, b5, b6, b7, d10, g3, g6, h2, h6(health effect - clinical, health effect - impact),h10

Event description:
It was reported that , during a routine check, the cardiosave intra-aortic balloon pump (iabp) unit has a helium leak. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) unit has a helium leak.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a

Event description:
N/a

Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component, investigation conclusions),h10 a getinge field service engineer (fse) evaluated the unit and replaced the o-ring (0354-00-0208). The device passed all functional and calibration checks.